Event description:
A (B)(6) male patient contacted zoll customer support to report that his electrode belt was giving him constant check therapy pad alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation a broken white pulse wire was discovered in the trunk cable connector causing check therapy electrode messages. The root cause for the broken wire could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the broken pulse wire. The pt was fitted with a replacement electrode belt.